Event description:
Reporter alleged blood glucose results of 118 mg/dl, 410 and 557 mg/dl when testing was performed back-to-back on the advantage system. The reporter stated the customer had no symptoms and did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.